Event description:
Reporter indicated that it was discovered during a routine office visit that the pt had been programmed off for 6 months. A review of the in-house programming history database revealed that an interrupted systems diagnostics test programmed the pt's generator off. The generator was then interrogated following the test, but no adjustments were made.

Manufacturer narrative:
Analysis of programming history.